Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 22dec2020

Event description:
The customer is reporting the v60 displayed an error alarm message low internal battery and respiratory was unable to clear it. The customer contacted product support and confirmed with the biomed that the v60 is not affected by the power management board fsn86600050a. The biomed has confirmed all power supply voltages are within specification. The biomed has confirmed the unit will function on battery power and the current battery voltage is 16.3 volts. The v60 battery is 3 years old. Emailed customer for v60 battery update. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The patient was placed on another ventilator. No adverse outcome reported. The biomed could not duplicate the low internal battery message. The biomed has confirmed all power supply voltages are within specification. The biomed has confirmed the unit will function on battery power and the current battery voltage is 16.3 volts. The v60 battery is 3 years old. No problem found. Biomed requested for the case to be closed.